Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was radiculopathy and non-malignant pain. The date of the event was (B)(6) 2018. It was reported the personal therapy manager was not delivering boluses. The patient was told that it was believed the pump was malfunctioning and needs to be replaced. The patient has gone through multiple ptms while trying to troubleshoot why not all boluses are being delivered. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Surgical intervention was planned but not scheduled. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.